Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "bridge test failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Visual evaluation of the device found extensive damage consistent with the customer report of the unit may have been dropped. Due to the internal and external damage observed, this claim will be closed as user mishandling by the end user. The device was repaired, recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.